Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/06/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent mole removal on (B)(6) 2015 and topical skin adhesive was used. Following the procedure, the patient experienced skin reaction, swelling, redness and pain. Additional information has been requested.